Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding/heavy bleeding with blood clots") in a female patient who had essure (batch no. B71761) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's concurrent conditions included uterine retroversion. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), crying ("hormonal changes describe: crying for no reason"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rash papular ("rashes or skin conditions type: red bumps on skin"), migraine ("migraines / headaches"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue."). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain/side pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and complication of device insertion ("having trouble putting in the essure on right side"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, crying, vaginal haemorrhage, menorrhagia, rash papular, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and complication of device insertion outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, complication of device insertion, crying, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, rash papular, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient claim injuries or symptoms you claim most if not all symptoms decreased soon thereafter removal of essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporters added, lot number added, events added: hormonal changes describe: crying for no reason, abnormal bleeding (vaginal, menorrhagia), rashes or skin conditions type: red bumps on skin, migraines/headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, device monitoring procedure not performed, complication of device insertion, side pain clubbed with abdominal pain. Event onset date updated, concomitant conditions added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding/heavy bleeding with blood clots") in a female patient who had essure (batch no. B71761) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's concurrent conditions included uterine retroversion. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), crying ("hormonal changes describe: crying for no reason"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rash papular ("rashes or skin conditions type: red bumps on skin"), migraine ("migraines / headaches"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue."). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain/side pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and complication of device insertion ("having trouble putting in the essure on right side"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, crying, vaginal haemorrhage, menorrhagia, rash papular, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and complication of device insertion outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, complication of device insertion, crying, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, rash papular, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient claim injuries or symptoms you claim most if not all symptoms decreased soon thereafter removal of essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (removal surgeries.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: she had to undergo one or more surgeries to remove one or more of the essure coils. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.